Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The len remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as known as potential adverse events following icl implantation. Claim # (B)(4).

Manufacturer narrative:
D1 - primary unique device identifier (UDI) #: (B)(4). H2 - additional information: the patient does not want an exchange yet. She is closely monitored. Claim #(B)(4).